Event description:
3 separate events with 3 separate lot numbers have been pulled from the supplies. These towels have been leaving blue "fuzzy" products behind on the sterile tables, supplies, instruments and the staff¿s gloves. This creates unsafe conditions and the possibility of having these travel into the patient¿s procedure site. Patient code: 4582. Device code: 1120. Reference report#: mw5187924, mw5187926.